Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger.

Event description:
On (B)(6) 2016, a consumer reported a damaged recharger (insr) antenna. She noted seeing a thermometer screen displayed last night, but did not know if it was a 375 or 376 code. The consumer also noted being unable to charge the implantable neurostimulator (ins). Troubleshooting reviewed best practices and when attempted, the consumer saw the poor coupling screen on the insr. She had previously met with a manufacturer representative who also could not get good coupling. The consumer could communicate with the patient programmer (pp) without issue. She could feel the ins and it did not appear to be an ins depth issue. A new insr antenna was requested. No symptoms were reported. Additional information received from the consumer reported a persistent thermometer screen. It was determined she was charging under blankets/pillows. She indicated in order to get good coupling, she had to put pressure on the insr antenna and the belt did not work for her and she used adhesive discs. She used a pillow to help apply pressure so she can get good coupling; without pressure, she only got 2-4 bars and it took her 12 hours to charge. The consumer had talked with a representative about the coupling and was told it would get better with healing. Indication for use included non-malignant pain. On (B)(6) 2016, the patient indicated that the replacement antenna was helpful in resolving the antenna being too hot and poor coupling issues. On (B)(6) 2017, additional information was received reporting the patient had recharging problems because their ins was tilted, which had been occurring since the beginning ((B)(6) 2016). It was reported that the patient could only sit in one position and that they would have to lean up against an ice pack because their skin would heat too much and the thermometer screen appeared on their recharger. They stated that they put an ice pack and towel around it and then they leaned up against it. They stated that they had to push it. It was indicated that it was tilted to the lower part and that the top part was sticking out. No further complications were reported/anticipated.